Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was found the right atrial lead exhibited atrial noise, seen on automatic mode switch episodes. Isometrics were preformed, and the noise was reproducible when the patient pressed her hands together. The device was reprogrammed. The patient did not have any symptoms associated with the noise events.